Event description:
The physician was treating an acute stroke pt with an occlusion in the left m1/mca. The physician attempted to retrieve the clot using a merci retriever x6. Following the first pass (after which the retriever did not appear to be damaged), the physician made a second pass with the same retreiver device. On the second pass, the retriever tip fractured resulting in a separation of the distal tip. Based on the reports from the user, it is unclear whether or not the microcatheter was properly positioned in accordance with the instructions for use when the device fracture occurred. The physician attempted to retrieve the detached distal tip using a second merci retriever and two 4mm amplatz "gooseneck" microsnares but was unable to retrieve the distal tip.